Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The device was implanted with no issues reporting. During a post procedure transesophageal echo, a pericardial effusion was observed.